Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower right side"), genital haemorrhage ("abnormal bleeding (general)") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems/ teeth falling out"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"), libido decreased ("hormonal changes/ hormonal changes describe: low sex drive") and dermal cyst ("tumor / teratoma / cancer type: cyst on breast"). In (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubouterine implantation, bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, dyspareunia, back pain, alopecia, tooth loss, libido decreased, headache, visual impairment, weight increased, genital haemorrhage, migraine, nausea, dermal cyst and fatigue outcome was unknown. The reporter considered alopecia, back pain, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, migraine, nausea, tooth loss, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 1970, (B)(6) 2015. Date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure confirmation test results- total bilateral occlusion.. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) , the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower right side"), genital haemorrhage ("abnormal bleeding (general)") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems/ teeth falling out"). In november 2018, the patient experienced alopecia ("hair loss"), libido decreased ("hormonal changes/ hormonal changes describe: low sex drive") and dermal cyst ("tumor / teratoma / cancer type: cyst on breast"). In (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubouterine implantation, bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, dyspareunia, back pain, alopecia, tooth loss, libido decreased, headache, visual impairment, weight increased, genital haemorrhage, migraine, nausea, dermal cyst and fatigue outcome was unknown. The reporter considered alopecia, back pain, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, migraine, nausea, tooth loss, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 1970, (B)(6) 2015. Date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2015: essure confirmation test results- total bilateral occlusion.. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Reporters information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.